Event description:
It was reported that the lead was implanted successfully on (B)(6) 2015, a chest x-ray was performed and the lead tip was imaged outside the heart. The physician diagnosed as a lead perforation. The lead was explanted and replaced on (B)(6) 2015 successfully. The patient did not suffer any adverse consequences.

Manufacturer narrative:
(B)(4).